Event description:
A patient reports while wearing a pod they were unable to use their controller as it was alerting the patient that a code was needed. The patient was assisted and told that the code was not required to use their controller. The patient reports having a medical event where they had been hospitalized due to not using their controller. No treatment information has been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.3. Cgm sensor type: g6.